Event description:
The user facility reported that during an esophagogastroduodenoscopy (egd) with suture removal from a previous procedure, the physician was provided a loop cutter to cut the suture and the loop cutter clamped on the suture and could not be removed. The pt was transferred to a surgical room in which an unknown model of biopsy forceps was used to remove the loop cutter, and the suture. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info. The users claimed to have originally ordered surgical scissors, but were instead provided a loop cutter. When they attempted to use the loop cutter to cut a suture, it became stuck and could not be removed. The device referenced in this report was not returned to olympus for eval, and its whereabouts is unk. The fs-5u-1 is labeled as a loop cutter. The device instruction manual states: "this instrument is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The fs-5u-1 instruction manual also states: warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers." As part of the investigation, a review of recent orders from the facility was conducted and no evidence of an order for surgical scissors was identified. Based on the info provided, the cause of the reported phenomenon appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.